Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 250 mcg/ml at 167.84 mcg/day via an implanted pump for intractable spasticity and multiple sclerosis. The hcp had access to the patient and the clinician programmer and the empty pump alarm was occurring. The pump was being refilled on the date of this report and patient symptoms were not reported. The pump was refilled with unknown baclofen 750 mcg/ml at 167.84 mcg/day. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the baclofen ran out and there was no device issue. The cause of the empty pump was, "baclofen ran out." The patient's weight at the time of the event was (B)(6) pounds. The pump was refilled on (B)(6) 2018 and the empty pump was resolved. No further complications were reported/anticipated or expected.